Manufacturer narrative:
Concomitant product: model: a2dr01, ipg; implanted: (B)(6) 2016.

Event description:
It was reported that the patient stated they had been feeling "more tired" recently. Device interrogation revealed high impedance and intermittent oversensing on the right atrial (ra) lead and a potential connection issue with the setscrew of the implantable pulse generator (ipg). A revision is scheduled. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.